Event description:
It was reported that a smiths medical pump won't connect to wifi/ power board is bad. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed, the top case was chipped and cracked, parts were rattling inside and a non-original equipment manufacturer power cord was found in the device. Review of the event history log showed occurrences of "battery communication" and "battery not working" alarms. Functional testing included wireless ethernet testing and running the pump through the power up process. The investigation found that the device was unable to connect to the wireless access point test fixture and determined that a broken capacitor found in the interconnect board was the cause of the issue. The investigation also found that the pump duplicated the reported battery issue during the power up process and it was determined that normal wear, the battery was more than three (3) years old, was the cause of the reported battery issue. The interconnect board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.